Event description:
It was reported the light source had an unknown error code displayed. The issue occurred during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: d9, d8, h3, h4, h6, h11. Corrected: d4, serial number. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported b error/b30 device communication error issue could not be determined, as the device was not returned to olympus for evaluation. And no additional event information was reported or available. Olympus will continue to monitor field performance for this device.